Manufacturer narrative:
The event product was returned to applied medical for evaluation with a rubber fragment. Upon inspection, engineering noted fragmentation of an internal rubber component of the seal. The rubber fragment returned matched the missing portion on the seal. The likely root cause of the damage to the seal is an instrument. Applied medical's instructions for use states that "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
"Laparoscopic lower anterior resection " - "this is a complaint from the market. Administrative (b)(46). Please refer to the complaint sheet for investigation." "Report from the sales rep: a portion of the septum came off inside the abdominal cavity when the customer was inserting a forceps into the trocar. The fragment was removed from the patient, and the trocar was replaced with new one. Then, the surgery was successfully completed. The cer check list for inserted instruments is unavailable. Initial investigation report: the event unit was returned to us and visually inspected. The septum was damaged and missing a portion. The returned fragment size is approx. 6.0 mm x 5.5 mm. It matched the missing potion on the septum in shape. The unit will be returned to amr for further evaluation. Admin (B)(4)." Type of intervention - na. Patient status - "no patient injury".